Manufacturer narrative:
(B)(4). Describe event or problem - correction " the log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. "

Event description:
A review of the share logs was performed and a pairing failed was not found within the investigation window. The allegation was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was not confirmed but a failed transmitter error was confirmed. The root cause could not be determined. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported event of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.